Event description:
It was reported to boston scientific corporation that an obtryx suburethral sling was implanted into the patient on (B)(6) 2008. According to the complainant, post-procedure the patient experienced reoccurring stress urinary incontinence, and required an additional surgery to treat the problem. All other information, including the patient's current condition, is unknown and reportedly unavailable.